Manufacturer narrative:
The evaluation of the event is ongoing. When additional relevant information becomes available, a supplement report will be submitted.

Event description:
It was reported, during a holmium laser enucleation of the prostate (holep) procedure, the inner sheath of a resectoscope had a broken tip. Three broken pieces were retrieved from the patient. Additional procedural details were requested but were unknown or not provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. Based on the results of the investigation, it is likely the reported event occurred due to wear and tear and/or excessive force. However, the subject device was not returned, and the root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.